Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown . Medical device expiration date: unknown . Device manufacture date: unknown. Medical device lot #: 1195490 . Medical device expiration date: 31-july-2026. Device manufacture date: 14-july-2021. Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 14 bd ultra-fine¿ nano pen needles experienced an outer cover that would not attach to the pen. The following information was provided by the initial reporter: the customer informed that his mother has been using bd needles for many years to administer insulin. She informed that there had already been a quality deviation with 3 to 4 boxes previously of some needles that came without the thread that fits the pen, but as they were small quantities, she did not get in touch to complain, she no longer has the batch number. In the last batch acquired, a little over a month ago, more than 10 needles came again without thread, making it impossible to fit the insulin pen.

Event description:
It was reported that 14 bd ultra-fine¿ nano pen needles experienced an outer cover that would not attach to the pen. The following information was provided by the initial reporter: the customer informed that his mother has been using bd needles for many years to administer insulin. She informed that there had already been a quality deviation with 3 to 4 boxes previously of some needles that came without the thread that fits the pen, but as they were small quantities, she did not get in touch to complain, she no longer has the batch number. In the last batch acquired, a little over a month ago, more than 10 needles came again without thread, making it impossible to fit the insulin pen.

Manufacturer narrative:
H6: investigation summary customer returned a video showing them struggling with applying pen needles to the top of an insulin pen. No further details are available. No testing or inspection can be performed into the nature of the issue. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the video received, embecta was able to confirm the customer¿s indicated failure of difficulty attaching the pen needles. Root cause cannot be determined at this time as the issue is unconfirmed.